Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023, it was reported by a sales representative that an ar-9091-24 hexalobe driveshaft broke at the base of the driver. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the quick connect male fitting of the returned t20 hexalobe, drive shaft, had broken. No broken pieces were returned for investigation. The most likely cause is attributed to over-torquing/over-engaging with the ratcheting screwdriver handle. Functional testing was not performed due to the damaged quick connect of the device.